Event description:
I have been using the honey pot feminine care products off and on since summer 2023. I have reason to believe the herbal-infused pads caused me a chronic yeast infection which I have had since (B)(6) 2024. I went through a course of over-the-counter treatment in (B)(6) 2024 upon learning of my initial yeast infection which I thought I had cured, only to learn it had returned while at a routine pap visit on the morning of (B)(6) 2024. I had chalked up the burning sensation and vaginal dryness I was experiencing to other factors, not recognizing the return of the infection. Though I have significantly decreased use of honeypot products since (B)(6) 2024, I did use a herbal-infused panty liner on (B)(6) 2024 and a non-herbal infused pad on (B)(6) 2024. I have discontinued use of these products and have discarded my remaining stock. Symptoms included significant burning, vaginal dryness, tissue irritation and discharge that my physician said this morning she thought was yeast. I was using the honey pot products during my menstrual cycle.